Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd phaseal injector luer lock had leakage between the injector and the syringe. The following information was provided by the initial reporter: "this is a report about leakage of an anticancer agent from the connection between the injector and syringe. Fluid leaked from around the connection between the injector and the syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 07-nov-2022 h6: investigation summary one sample was provided to our quality team for investigation. The product was visually inspected, no damage was observed on the injector or luer threading of the injector. Upon our initial evaluation, a leak between the injector and syringe was observed, however, it was noted the luer connection was not secure. After properly tightening the luer connections, functional testing was performed and no additional leakage occurred. A device history review was performed for lot 2110010, no deviations or non-conformances were identified during the manufacturing process that could have contributed to these issues. Product undergoes a series of testing and inspections throughout manufacturing to ensure the quality and functionality of the device, including leakage testing and verification that all critical dimensions are within specification. Testing results were reviewed for the reported lot and results were found to be acceptable. Five retained samples of lot 2110010 were used for additional evaluation. All product was visually inspected, no defects were observed, all luer connections were secure, and no leakages occurred. Based on the available information, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported bd phaseal injector luer lock had leakage between the injector and the syringe. The following information was provided by the initial reporter: "this is a report about leakage of an anticancer agent from the connection between the injector and syringe. Fluid leaked from around the connection between the injector and the syringe."